Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see reports: this report. Reported event was confirmed by review of provided medical records. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported during a revision procedure the taper insert was cold welded to the stem. While attempting to remove the insert from the stem, the proximal femur fractured. Attempts to obtain additional information have been made; however, no more is available at this time.